Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; analysis of outcomes after endovascular abdominal aortic aneurysm repair in patients with abnormal findings on the first postoperative computed tomography angiography geraedts, et al, journal of endovascular therapy 28(6) 878¿887. Doi: 10.1177/15266028211030539. Exact date of implant unknown. There was no information to suggest any endurant device failure caused or contributed to a death. Deaths are common occurrences however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable as MDR or vigilance unless clearly stated as being associated with medtronic product. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts were implanted during the endovascular treatment of non ruptured aaa on unknown dates. The following adverse events were reported: limb ischemia aneurysm rupture, endograft infection, aneurysm enlargement, reintervention, open surgery and death. There was no information to suggest any endurant device failure caused or contributed to a death. The cause of the adverse events are undetermined.